Manufacturer narrative:
Reported event was confirmed by review of medical records noting patient to have elevated metal ion levels, metallosis and corrosion. MRI results consistent with metallosis, synovitis, attempted aspiration. Pain and inflammation, swelling. Additional information does not change the root cause of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient developed swelling, limited mobility and pain in right hip. Approximately 18 years post implantation the patient underwent a revision surgery due to elevated metal ion levels and metallosis. During the surgery, trunnionosis was noted and the head and shell components were removed and replaced. Attempts have been made and additional event information is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00801803602 femoral head sterile product do not resterilize 12/14 taper 61543428, 00-6202-054-22 tm acet shell 54mm cluster 60778346, 00-6305-050-36 xlpe poly liner 50/52/54 x 36 unknown lot. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2019 - 00287. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent right hip arthroplasty and subsequently was revised about 18 years later due to pain, diffuse edema, right foot drop, swelling, elevated ion levels, metallosis, and trunnionosis. Attempts were made to obtain additional information; however, none was available.